Manufacturer narrative:
Describe event or problem, and relevant tests/lab data updated.(B)(4).

Event description:
It was further reported that the patient expired at home. Per death certificate, the immediate cause of death was acute myocardial infarction and other underlying causes includes ischemic heart disease, hypertension and adult failure to thrive. Autopsy was not performed. It was confirmed that no supporting tests were performed to confirm myocardial infarction and no medical records were available to confirm that the patient passed due to acute myocardial infarction.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that the patient died. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Target lesion #1 was a de novo lesion located in the proximal left anterior descending (lad) artery with 95% stenosis and was 8mm long with a reference vessel diameter of 3.50mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.50x12mm promus element¿ plus drug-eluting stent. Following post-dilatation, residual stenosis was 30%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient died of unknown cause.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported as per adjudication results that stent thrombosis have occurred.